Event description:
It was reported to boston scientific corp, that during a routine replacement procedure of an enteral feeding device (pt gender and age unk), securi-t replacement, in 2006, the bolster detached from the device. The physician removed the bolster with the aid of an endoscope and another device was placed. The pt's condition was reported as "good."

Manufacturer narrative:
The device has been rec'd by the MFR. However, an eval has not yet been performed therefore a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.